Manufacturer narrative:
The interview led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - the most likely hypothesis is a programmer software issue, and it is corrected with the smartview version 3.18. - this issue was solved by the upgrade of the smartview version from 3.16 to 3.18. The complaint is recorded for trending purposes.

Event description:
Reportedly, during a pacemaker in-clinic follow-up, it was not possible to change the pacing mode and impossible to select the "end" button. The smartview version is 3.16. Can the smartview 3.18 solve the issue?